Manufacturer narrative:
Product event summary: initially the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead pace impedance was steady near 500 ohms through record with one spike to 1615 ohms on (B)(6) 2016. There was rv lead impedance variation within the last 60 days. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than or equal to 30 in 3 days. The partial lead was returned in segments and anayzed; analysis revealed a flex fracture of the distal conductor.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for a high pacing impedance measurement, increased sensing integrity counter (sic), presence of noise and artifact with oversensing, and a fracture. The lead polarity was first reprogrammed, and later the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.